Event description:
During an atrial fib ablation, the doctor used two st. Jude safire blu ablation catheters. He experienced noisy signals at high energy and high power. He felt the steering ability/steering shaft of the catheter was broken during the procedure. The first catheter was used for approximately 3 hours at 29 ablations when an increase in noisy signals occurred along with the inability to steer the catheter appropriately. A second safire blu catheter was then used for just over one hour and 19 ablations when steering inability occurred. The physician removed this catheter and then a blazer ii catheter was used without difficulties. The patient's outcome was successful without complications. The st. Jude rep was in the room during the case and did not have any suggestions as to why the catheter was getting noisy signals. The catheters were given to the sales rep for return to st. Jude medical.